Event description:
It was reported that during lithotripsy procedure, when the physician was inserting the fiber through the scope, it kinked and snapped. The procedure was completed with another fiber without patient complications. The physician had minor burn to his hand. It is unknown if any treatment was required for the physician hand.

Manufacturer narrative:
Date of event: actual event date is unknown.

Manufacturer narrative:
B3. Date of event: actual event date is unknown. Upon receipt at our post market quality assurance laboratory, product analysis of the returned fiber observed that the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. There was no light from the sma connector, indicating a fracture within the connector. Additionally, a kink was observed close to the distal end of the fiber, confirming the complaint. It is likely that handling and use of excessive force of the device when inserting it through the scope contributed to kink on the fiber body. The IFU states, immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. Additionally, it is possible the physician received the minor burn if there was energy escaping through the kink area on the fiber. Based on the information gathered during the investigation, the investigation conclusion code assigned is adverse event related to procedure.

Event description:
It was reported that during lithotripsy procedure, when the physician was inserting the fiber through the scope, it kinked and snapped. The procedure was completed with another fiber without patient complications. The physician had minor burn to his hand. It is unknown if any treatment was required for the physician's hand.